Manufacturer narrative:
No patient injury reported. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause.

Event description:
The vascade device was put into sheath and deployed. Temporary hemostasis was achieved and the sheath was removed. The doctor inserted the key into the lock and attempted to pull back the black sleeve, but the sleeve would not retract. At this point the disc was collapsed and the doctor removed the device. It was then observed that the white marker band distal outer sleeve separated from joiner and was removed with the device. It should be noted that the complete device was removed. Manual compression was held to achieve final hemostasis. No injury or complications noted.